Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.1, dr meter: 2.9, lab: 3.2. Time between draws is ten minutes. (Venous draw).